Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt message) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to an damaged blue wire at the connector. The root cause for the damaged wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.